Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the guidewire stuck in it. Visual inspection found the guidewire tip was kink inside the lead tip nose. The guidewire's coating was also observed on the conductor. Destructive analysis was performed, removed the guidewire from the lead distal end to complete electrical testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the guidewire could not be removed from the left ventricular lead. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.